Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative who identified the error replaced the patient pump and the distribution board to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced components have been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication, livanova (B)(4) learned that the issue was caused by water contact due to overfilling of the device. Improper handling was determined to be the root cause of the reported issue. No further investigation is required.